Manufacturer narrative:
Service was on site (B)(4) 2011. The field service engineer (fse) isolated the issue to the waste container level sensor. The fse replaced the failing waste container level sensor and noted the issue was resolved. Hardware was the root cause of this event.

Event description:
A customer contacted beckman coulter, inc. (Bci) to report a leak coming from unicel dxi 800 access immunoassay system. The customer stated the leak was localized to the waste compartment of the instrument. There was no exposure to the leak and no report of injury.